Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the diagonal branch. A 190cm 014 versaturn guide wire was advanced with resistance into the lesion for diagonal branch protection. After implanting a non-abbott stent in the front descending branch, it was noted that the guide wire was jailed behind the stent. During removal, resistance was noted and the tip of the guide wire separated. The tip was left entrapped between the implanted stent and the vascular wall. There were no adverse patient sequela nor clinical delay.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 190cm 014 versaturn guide wire was advanced with resistance into the lesion for diagonal branch protection. After implanting a non-abbott stent in the front descending branch, it was noted that the guide wire was jailed behind the stent. It should be noted that the hi-torque versaturn guide wire instructions for use (IFU) states: do not: deploy a stent such that it will entrap the wire between the vessel wall and the stent. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the IFU as it is likely that interaction with the anatomy resulted in the reported difficult to advance. Interaction with the implanted stent as the guide wire was inadvertently jailed behind the implanted stent resulted in the reported difficult to remove. Manipulation of the compromised device resulted in the noted unraveled coils and ultimately resulted in the reported material separation /noted core and coils separations. As reported, the tip was left entrapped between the implanted stent and the vascular wall. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: failure to follow steps / instructions.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and the implanted stent resulted in the reported difficult to advance and the reported difficult to remove. Manipulation of the compromised device resulted in the noted unraveled coils and ultimately resulted in the reported material separation /noted core and coils separations. As reported, the tip was left entrapped between the implanted stent and the vascular wall. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.